Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having a blank screen display during bolus. Customer replaced battery and received a failed battery test alarm. Customer changed battery and it took five minutes for display screen to come back on. Customer reported of having high blood glucose of 557 mg/dl and 411 mg/dl. Customer was not able to troubleshoot due to being at work. Customer was advised that battery cap would be replaced.